Event description:
Caller reported that insulin gauge displayed a different amount than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to disconnect and deliver a bolus to update the insulin estimate and educated the caller on cartridge air removal. The caller successfully reloaded the cartridge and resumed insulin delivery but declined to load a new cartridge, opting to continue with the current one while planning to follow up if necessary.